Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatobiliary, the needle and thread were found detached when unpacking. The device were not used to the patient. No patient injury.